Event description:
Customer reported that paramedics visited his home two times within the week due to low blood glucose levels. The blood glucose reading at the time of the report was 127 mg/dl. Customer reported that the drive support cap appeared to be normal and recessed. The blood glucose reading at the time of hospitalization was 23 mg/dl. Customer was not sure of what led to the admission to the hospital. All of the programming in the insulin pump was correct. Customer stated that the insulin pump was not exposed to a strong magnetic field or MRI. The insulin pump failed the displacement test during troubleshooting. Customer reported that the first time paramedics were called, they treated him at home and left. The second time his blood glucose reading was at 47 mg/dl and he became unresponsive and was treated with shots. Nothing further was reported.

Manufacturer narrative:
The device passed all functional testing, including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarms or displacement anomalies were noted. The device was received with cracked battery tube threads and a scratched display window.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.